Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery alarms for the past 2 months. The blood glucose reading was 120 mg/dl. The customer stated that the alarm was resolved by a complete infusion set change. He reported that she had had 2 infusion sets that were faulty. He stated that the infusion set would get jammed with insulin, preventing insulin from flowing. He stated that he hit resume, but this caused the no delivery alarm. He reported that the alarm occurred 5 times in the last 2 months. He mentioned that he had a high blood glucose reading of 370 mg/dl previously, which he treated for with the insulin pump after an infusion set change. He declined to return the infusion set and reservoir for analysis. Nothing further reported.